Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The ra lead was explanted because due to dislocation resulting in low sensing values and high capture threshold. A new ra lead was implanted and the issue was resolved.